Event description:
An ophthalmic surgeon reported that during a procedure the screen blacked out suddenly and the system was rebooted automatically. The procedure was completed with an alternate system. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).